Manufacturer narrative:
This report is a response to report # mw5092991 which was received by amt from the FDA on 03/02/2020.based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. Therewas no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment ornecessitate medical or surgical intervention to preclude permanent impairment. The initial reporter also indicated that the incident is not reportable when reporting. Amt has reached out to the customer in attempts to retrieve the device for examination and additional information regarding the report. The customer has not provided a device for examination or additional information at this time, or made it known whether the device has been destroyed. Since the device has not been returned, a visual and functional evaluation could not be performed and device failure could not be confirmed. A device history review could not be conducted as no lot number was provided. Based on the provided information, the reported problem is not believed to have been caused by a manufacturing defect. Complaint # 20200267 was assigned to this report. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
Per initial report #: mw5092991, "g-tube noted to be out during cares. Old gtube assessed and was found to be all intact except for a hole in the balloon. Slight tear noted to the top of the balloon. FDA safety report ID# (B)(4)".